Event description:
The customer reported being at the emergency room due to high blood glucose, and she was treated with an insulin drip. The caller stated that she went to her parent's house without extra supplies, and the reservoir ran out of insulin. Then the customer stated that she changed the reservoir before going to work and treated with 5.0 units instead for 10.0 units as the insulin pump recommended. The caller got sick at work and she was taken to the hospital. Troubleshooting was performed. The time, date, and settings were correct. Advised the customer to call back when the tubing clamp arrives. The customer called back and ran a manual prime. The insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent. Suggested the customer to change the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.